Event description:
New information noted that lead issue was originally seen since (B)(6) 2019.

Manufacturer narrative:
Additional information.

Event description:
New information noted that programming changes were made to resolve the issue. Patient was stable throughout event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the noise, loss of ventricular capture due to increase of pacing threshold were noted on the right ventricular lead. The impedance and sensing measurements were stable. The patient was stable and will be continued to be monitored.

Event description:
Related manufacturer reference number: 2938836-2019-05235.